Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with neurostimulators for movement disorders. It was reported that patient fell last night and they broke their hip. The patient was going into emergency surgery (in 20 minutes at time of the call). A sudden change in therapy was noted. It was also reported that they were getting artifact during EKG procedure. Refer to manufacturer report # 3004209178-2016-10196.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.